Manufacturer narrative:
Investigation: the inpen development team informed tech support of the condition when the glucose is not supposed to be auto-populating. Tech support then reached out to the user to verify that their state did not satisfy the condition. The user replied that auto-population is never occurring and the condition is not satisfied for them. The user's firestore data was then checked to verify that the user's inpen account was indeed receiving their cgm data. The inpen development team provided tech support with requests for further information from the user. The user replied that they did not have much time to talk. Tech support left the user an email with a request to contact them. Likely root cause: the most likely root cause is an external communication blocker stopping the user's request. The user likely has a vpn or firewall running in his phone or home wifi. Analysis results: the user's partner glucose values are not auto-populating when opening the dose calculator. Initial steps to debug were taken and nothing out of the ordinary was observed. When more information was requested from the user, the user did not provide it. Further analysis can not be done without the requested information and the ticket will be closed. The ticket will be re-opened if the user contacts tech support again. Investigation completion date: 04/05/24. Afc code: aa01af no resolution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation: the inpen development team informed tech support of the condition when the glucose is not supposed to be auto-populating. Tech support then reached out to the user to verify that their state did not satisfy the condition. The user replied that auto-population is never occurring and the condition is not satisfied for them. The user's firestore data was then checked to verify that the user's inpen account was indeed receiving their cgm data. The inpen development team provided tech support with requests for further information from the user. The user replied that they did not have much time to talk. Tech support left the user an email with a request to contact them. Likely root cause: there is no likely root cause. It is very strange behavior that the customer is properly receiving medtronic cgm data but auto-population in the dose calculator is never occurring. Especially, if the user never receives missed dose notifications or alerts. There is a known issue pr-299, that would cause auto population to fail at a potentially high rate. However, missed dose notifications and alerts would need to be received. Analysis results: the user's partner glucose values are not auto-populating when opening the dose calculator. Initial steps to debug were taken and nothing out of the ordinary was observed. When more information was requested from the user, the user did not provide it. Further analysis can not be done without the requested information and the ticket will be closed. The ticket will be re-opened if the user contacts tech support again. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer complained about in pen app not connected to simpler application. Troubleshooting was performed, and the issue was not resolved but escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application and the device will not be returned for analysis.